Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was found to have pulled back while the physician was placing a new right atrial (ra) lead. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual inspection revealed no anomalies. A typical surgery-related damage is noted but is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was found to have pulled back while the physician was placing a new right atrial (ra) lead. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported. .